Event description:
It was reported that on (B)(6) 2010, a 2.5 x 23 mm multi-link mini vision stent was placed inside a thrombosed drug eluting stent in the mid left anterior descending artery (mlad). On (B)(6) 2011, the patient presented to the emergency room with chest pain. On (B)(6) 2011, coronary artery bypass was performed due to the chronic stenosis in the mlad. There was no adverse patient sequela reported and on (B)(6) 2011, the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the mini vision instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.